Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for normal follow up, high capture thresholds and decrease in sensing was noted. Upon interrogation, it was noted that the right ventricular (rv) lead was dislodged. The patient was scheduled for lead revision due to dislodgement on the right ventricular (rv) lead. The lead was repositioned. The repositioning of right ventricular(rv) lead was unsuccessful as the helix would not re-extend after retraction. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.